Event description:
It was reported that the customer noticed air bubbles in the reservoir and the tubing. No leaks were detected during the high pressure test. Customer's blood glucose reading at the time of the call was 18.4 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.